Event description:
Caudal attempted with 24 guage insyte IV catheter needle. When catheter removed, approx 1/2 of the sheath was broken off. Catheter examined with microscope, appeated to be sheared by needle.